Event description:
Patient has a history of breast reconstruction using allergan style 120 textured round silicone implants placed in (B)(6) 2003 for brca2 diagnosis. Patient had developed swelling of her right breast and erythema beginning (B)(6) 2023. She presented to the emergency department on (B)(6) 2024 with fevers, flu-like symptoms and breast swelling. It was noted she had significant lymphadenopathy and fluid surrounding her right breast implant. Fluid was biopsied as well as lymph nodes, confirming a diagnosis of breast implant associated anaplastic large cell lymphoma. Pet imaging confirmed metastatic disease. She has subsequently been followed closely by oncology, has completed chemotherapy and bone marrow transplant and is awaiting surgical removal of her implants at (B)(6). Ref report: mw5161084.